Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: sheath: 6 fr cook; stent: xpert. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information. The xpert stent system referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during the procedure for treatment of 90% restenosis at the left anterior tibial and peroneal arteries, a whisper es 300 guide wire was advanced followed by a 2.5 x 120 armada 14 dilatation catheter. Dilatation was performed two times at 8 atmospheres. The dilatation catheter was withdrawn from the anatomy. A 4.0 x 60 xpert stent system was advanced over the whisper guide wire and resistance was felt between the two devices. Force was applied to the stent system as well as applying saline to the guide wire. The xpert stent system became stuck and could not advance any further on the guide wire; therefore, the stent system and the guide wire were removed from the anatomy as a single unit. The 6f non-abbott sheath remained in place and plain old balloon angioplasty (poba) was performed to complete the case with residual restenosis of 10%. There was no adverse patient effect. There was no clinically significant delay in the procedure. Outside of the anatomy, the physician pulled the whisper guide wire from the xpert stent system with much resistance. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.